Event description:
Facility reported: "patient started dialysis at 11:08am with no problems. At 1:36pm patient's machine alarmed (venous pressure alarm), and ccht went to check alarm and patient when ccht noted blood on floor beneath patient's chair. Patient was poorly responsive. She [ccht] immediately called for nurse. It was noticed that patient's venous needle had slipped out but was still taped to her arm. The bevel of the needle was barely out and visible. Estimated blood loss 400cc. Pt. B/p at this time was 82/39, hr 77. Patient's arm was uncovered (blanket was on her lap covering her, but access arm exposed and visible). Immediately the nurse in charge infused n/s via arterial needle and venous blood reinfused via art needle and as well. Ambulance was called and responded within 5 - 10min. Patient became alert and responsive with infusion of 500cc n/s, b/p 119/65 and hr 88 after n/s given and blood reinfused. Patient's family was notified. Patient was taken to local hospital and was given 2u prbco, then released. Patient came for treatment, next treatment day; hgb rechecked and was 10.1 (was 10.5 prior to incident). Physician assistant and md notified."

Manufacturer narrative:
(B)(4). From reserve sample evaluation and device history record review, there was no abnormality found and the complaint lot met the qa specifications prior releasing it to the market. There was no malfunction on the needle itself. Based on the information provided by the clinical manager, the needle dislodgement occurred after 2 hr and 15mins into dialysis treatment. The possibility exists that the patient might have moved and the needle set or blood lines might have caught on something which caused the needle set to be dislodged from the access site. However, since no staff member witnessed the actual needle dislodgement event, no one is certain but were able to relay that the tape was intact on the patient and the device. Some of the other possible factors that might result in the dislodgement of the needle set are: poor quality of tape/poor adhesion strength of the tape; gravitational pull on the avf set; disinfectant/lotion/medication used on the patient; patient's perspiration; patient's skin condition; cannulation angle. Thus, no corrective action will be applicable as reported incident is not related to any malfunction of jmss product. Jmss will continue to maintain good quality of our products and ensure that only good quality products are delivered to customers.